Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of the hematuria was not determined due to insufficient clinical details.

Event description:
The user facility reported an impella cp in a 82 year old male patient for st-elevation myocardial infarction support. Patient was brought to the coronary care unit for aright heart catheterization. Decision was made to place an impella cp using best practice techniques. Peel away sheath was removed and repositioning sheath secured in place with sutures and tegaderm. Knee immobilizer placed. Continuous cardiac output swanz cath noted in left femoral vein. Pt transferred to the intensive care unit in stable condition.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.